Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 quincke spinal needles were found in the case of whitacre set 25ga 3.50 in for india spinal needles before use. The following information was provided by the initial reporter: "in the one case (200 units) whitacare (cat no 405129) pencil point spinal needle there was 200 units quincke spinal needle (cat no 405124)".

Manufacturer narrative:
H.6. Investigation summary one photo was provided to our quality team for investigation. The pictures received displays one box with labeling for lot 1802705, product 405129 whitacre 25ga x 3.50 in, the product inside the packages is noted to be from lot 1804119 , product 405124 quincke type point spinal needle 26ga x 3.50 in. Based on the photo, we are able to verify the reported failure. Retained samples of each item and lot number were inspected and all product within the packages was correct . A device history review for both lots 1802705 and 1804119 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Both lot 1802705 and 1804119 were manufactured and sent for sterilization during separate months, never being housed within the facility during the same time. Product undergoes visual inspections prior to release, including verifying the proper product and quantity is within each package. All inspections for these lots were completed according to procedure, no annotations were noted related to the reported incident. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that 200 quincke spinal needles were found in the case of whitacre set 25ga 3.50 in for india spinal needles before use. The following information was provided by the initial reporter: "in the one case (200 units) whitacare (cat no 405129) pencil point spinal needle there was 200 units quincke spinal needle (cat no 405124)".